Manufacturer narrative:
(B)(4)

Event description:
The customer reported a vague complaint of an under infusion when 1000ml of ns was programmed with a vtbi of 950mls. Following an infusion complete alarm there was 450ml left in the bag. Although requested additional event information is not available. There is no report of patient harm.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a vague complaint of an under infusion when a large volume was programmed and found to have fluid remaining in the bag following an infusion complete alarm. There is no report of patient harm.